Event description:
This concerns a true metrix blood glucose meter. The company issued a replacement true metrix meter in response to my complaint that I had noted wildly fluctuating discrepancies with the readings I was getting from my initial meter. When I received the meter I ran a comparison of readings with the provided control solution. Tested with control solution initial meter 128 replacement meter: 127. As you can see, they agree with each other. But when I ran a comparison test immediately thereafter with a blood sample on the two meters this was not the case. These tests coincided with the 2 hours after breakfast schedule that I normally test on. Tested with drop of blood initial meter 127 replacement meter 111. I was interested to note that both meters know when they are being tested with a control solution - the display for these readings include a "c" in what looks to be a bottle of control solution. I am concerned that the meter's testing algorithm recognizes that it is being subject to a calibration test and reacts differently. I was reminded of the recent (B)(6) emission testing scandal where the cars behaved differently when they recognized that a test was in progress.